Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-1588tn-21 tightrope ii abs was place on the graft and on one side, the tensioning suture was not able to move, as it was stuck. Surgeon cut that suture out and attached another one ar-1588tn-21 tightrope ii abs to complete case without further issues. This was discovered during an acl reconstruction procedure on (B)(6) 2022.